Event description:
Gyrus acmi everest bicoag macro jaw forceps/jaws paddles would not fully close. Replaced with "like" device which was functional without issue throughout the case. Reason for use: laparoscopic bilateral tubal sterilization.